Event description:
A report was received that the patients lead had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8336-50 (sn (B)(4)). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patients lead had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.